Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed. After performing a different test, fracture was observed. The lead remains implanted. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient was stable.